Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced usm4 due to recurring errors. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the reported event. When the arm was tested from pftp, the arm failed pitch chipencoder virtual absolute (cva) characterization and pitch sensors check. When pitch cva printed circuit assembly (pca) was replaced with gold unit, the error went away. All other pftp test were passing. As a fix to the reported problem, pitch cva pca assembly will be replaced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a repeated 23094 errors on universal surgeon manipulator (usm 4) was encountered. The site power cycle the system multiple times however the issue was not resolved. The site contacted for the support after the procedure was completed to report the issue a technical service engineer (tse) viewed system event logs and confirmed 23094 errors on axis 2 of usm4. Tse had caller hard cycle and emergency power off (epo) the patient side cart (psc) but issue returned. The site was able to continue with three arms. Also, the site confirmed that the surgeon converted the procedure to open not because of the system. The procedure completed with no reported injury.